Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice/recall regarding sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the device was visually inspected, and evidence of foam degradation was found, including visible foam particles. Based on the findings, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed. This supplemental report is submitted to finalize the report and to update the previously reported information that was incorrect: product brand name, manufacturing site, product UDI, device available for evaluation, reporting institution phone, initial report sent to FDA, occupation, device evaluated by manufacturer, reason device not evaluated, problem code grid, health impact code, evaluation results, component code, the conclusion code, and usage of device.